Event description:
It was reported that the when the pumps were in clinical mode, a system failure alarm occurred after the infusion was completed. According to the reporter this occurred intermittently over the past 3 years. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health impact, event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.